Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screen display frozen occurred. No data was provided for evaluation. Confirmation of the allegation cannot be determined. The probable cause cannot be determined. No injury or medical intervention was reported.